Manufacturer narrative:
(B)(4). No related complaint was recieved with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in one piece. An insulation abrasion exposing the outer coil at 22.9 cm to 23.9 cm from the connector pin. Abrasions are consistent with friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.